Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: competitor ICD, implant: unknown. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting rising threshold levels, while r-wave amplitude sensing has diminished. The lead remains in use. No patient complications have been reported as a result of this event.